Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description: unit failed test mode 5 during preventative maintenance, d/a converters out of acceptable tolerance range.